Event description:
The operator of an advia centaur cp instrument obtained discordant, falsely low total human chorionic gonadotropin (thcg) results on patient samples. The customer also obtained falsely elevated complexed prostate specific antigen (cpsa) and prostate specific antigen (psa) results, causing the free prostate specific antigen (fpsa) results and indexes to be falsely low. It is unknown if the discordant results were reported to the physician(s). It is unknown if the results were repeated and corrected. Quality controls were not impacted. There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the cpsa ancillary reagent. After troubleshooting, the cpsa resulted lower and indexes resulted as expected. It was discovered that the customer reports free psa results to the physician(s) by subtracting the psa result from the cpsa result. This is an off label use. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. This event occured in (B)(6).